Event description:
Information was received indicating that the over temperature button does not work on the level 1 hotline low flow systems - hl-390 and that there's no audible alarm. There were no adverse events reported.

Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed that the pcb harness, retainer, and power switch required upgrades. The pump was noisy, the enclosure was marked and cracking by the drain fitting, both tanks were cracked. The line cord and pole clamp were also worn. The heater did not pass electrical testing. The investigator subsequently filled the tank with water, attached a temperature check fixture, plugged in the line cord, and turned on the power switch. The customer reported product problem (failure of the over temperature button to respond/lack of audible alarms) was confirmed during testing. The product problem occurred because of the bad speaker on the pcb, was well as a faulty membrane switch. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The pcb and membrane switch were replaced. Preventative maintenance was then performed. The device subsequently passed functional testing.